Manufacturer narrative:
Concomitant products used during the procedure: stockert 70 system, model #: 39d-76x, serial #: (B)(4). (B)(4).

Event description:
During a left atrial ablation, it was reported the impedance jumped up (value unknown) and ablation delivery was stopped. Sometime after this the patient's blood pressure dropped and tamponade developed. The procedure was immediately aborted and a pericardiocentesis was performed, heparin reversing agents was given to patient. The patient was stabilized in the ep lab and was transferred to the coronary care unit for observation. Patient remained stable in the hospital.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).